Event description:
It was reported that the staplers were jamming.

Manufacturer narrative:
Qn#: (B)(4). The device investigation is pending and a follow-up report will be issued after the investigation is completed. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). Report is being retracted because the customer submitted it in err. There was no device related event.

Event description:
It was reported that the staplers were jamming.